Event description:
New information notes that reprogramming was performed. Issue was resolved.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that oversensing was observed when patient presented in clinic after receiving a vibratory alert. The patient did not have any symptom. It was recommended to reprogram the device.